Manufacturer narrative:
Correction: the date of the test result retrieved from the meter was 22-dec-2020. The reporter's test strips were provided for investigation where they were tested using a retention meter and controls. Testing results (qc range = 2.5-3.8 inr): qc 1: 2.7 inr. Qc 1: 2.7 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The customer states blood was applied to the strip between 15 and 30 seconds after the fingerstick. Per product labeling, the blood should be applied within 15 seconds of the fingerstick. The investigation did not identify a product problem. The cause of the event could not be determined. Medwatch fields d9 & h3 were updated.

Manufacturer narrative:
Occupation was lay user/patient. The date and time of the test result retrieved from the meter were (B)(6) 2020, 5:15p, but believed to have been incorrect, since results were recorded on the meter for (B)(6) 2020 and the date of reporting was (B)(6) 2020. The test strips were requested to be returned for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
The initial reporter received questionable results on coaguchek xs meter serial number (B)(4) when compare with laboratory results utilizing an unknown analyzer and reagent. The meter result on (B)(6) 2020 was 3.2 inr. The laboratory result on (B)(6) 2020 was 2.4 inr. The test is stated to have been done within 4 hours. The patient's therapeutic range was 2.0-3.0 inr and the prescribed testing frequency was weekly.